Event description:
Customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer received unspecified third-party treatment by wife. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. The sensor plug was not returned. Data was extracted from the returned sensor using an approved software. Activated the sensor using a known good reader and the blue tooth connection was successful. Testing was performed and passed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. E has been submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer received unspecified third-party treatment by wife. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Data was extracted from the returned sensor using an approved software. The sensor was found to be in state 1 (initial factory state). An insertion failure was observed. Activated the sensor with a new unused reader , all results were within specification range. The sensor plug was not returned , therefore adc is unable to further test the returned product. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. E has been submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submittedthis serves as a correction report.

Event description:
Customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer received unspecified third-party treatment by wife. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Data was extracted from the returned sensor using an approved software. The sensor was found to be in state 1 (initial factory state). An insertion failure was observed. Activated the sensor with a new unused reader , all results were within specification range. The sensor plug was not returned , therefore adc is unable to further test the returned product. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. E has been submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.